Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Following the information provided the power cord was damaged, emitting smoke and sparking. The power cord was pulled from the power supply unit, probably as a result of moving the bed without unplugging it from the wall outlet first. No injury was sustained. The technician replaced the power cord and performed other required repairs (replacement of the missing headboard and mains lead hook).

Manufacturer narrative:
Based on the collected information it is most likely that the root cause of the power cord damage causing emission of smoke and sparks is use error. As per the assessment of the arjo technician who evaluated the bed, the damage was most likely a result of overstretching the power cord when the bed was moved without being unplugged from the mains supply. The instructions for use for enterprise 5000 (746-445-UK rev. 6.1) includes the following information related to the subject of the investigation: - "the electrical supply cable is fitted with a plastic hook. When not in use or before moving the bed, clip the hook onto the head end panel, coil up the cable and place it over the hook" - "disconnect the electrical supply cable from the electricity supply, and store it (...), before moving the bed". Arjo device failed to meet its performance specification since the power cord was damaged. The device was used for a patient treatment when the damage occurred. This complaint is deemed reportable due to allegation of smoke/sparks emission from the damaged power cord.

Event description:
Following the information provided the power cord was damaged near the plug that connects to power supply unit, emitting smoke and sparking. The power cord was pulled from the power supply unit, probably as a result of moving the bed without unplugging it from the wall outlet before. At the time of event the patient was on the bed. No injury was sustained. The technician replaced the power cord and performed other required repairs (replacement of the missing headboard and mains lead hook).